Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that during a meniscus repair, the ultra fast-fix t2 implant was stuck in the needle and could not be deployed. The procedure was finished with a smith and nephew back up device. A delay greater than 30 minutes was reported. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an evaluation of the customer provided image was performed, the image showed the distal end of the device. T2 implant is still on the needle. The suture and t1 implant are out of the needle and still attached to t2. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined. Factors that could have contributed to the reported event include an application of excessive force or contact with another source. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.